Event description:
A part of the twist drill broke off while the surgeon was operating in the mandible. Surgeon decided to leave a portion of the twist drill in the mandible.

Manufacturer narrative:
Product discarded by doctor. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a f/u report will be sent.